Manufacturer narrative:
Device evaluation summary: medtronic conducted an investigation based upon all information received. The medtronic service engineer confirmed the reported issue in logs but could not duplicate the issue. The ventilator passed all tests and calibrations at the time of service. The ventilator was returned to the customer. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that the product has met all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use this 980 ventilator had a "vent inop (ventilator inoperative)- background fault". The patient was removed from the ventilator and placed on an alternate ventilator with no harm reported. Additional information was received stating, "this was most likely a user error while swapping from wall air to the tank."